Manufacturer narrative:
Visual and x-ray inspection severe physical damage, due to the explant procedure and not considered a failure; no other anomalies were discovered. This is a final report.

Event description:
A report was received that during the end of a patient's trial, the lead could not be pulled out completely. The lead broke and forced the physician to make two small incisions to extract the remaining part of the lead. The patient is reportedly doing well after the removal.